Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the rx multi-link 8 instruction for use states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a lesion in the mid right coronary artery with moderate tortuosity, moderate calcification and 90% stenosis, a 2.5 x 18 rx multi-link 8 coronary stent system was advanced with resistance, force was applied and the stent was implanted. Post stent implantation a proximal edge dissection was observed. Another 2.5 x 18 rx multi-link 8 coronary stent system was implanted to cover the dissection. The patient was doing good and there was no clinically significant delay in the procedure. No additional information was provided.